Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer stated the alarm occurred during a bolus delivery. It was also reported the customer could not get pass the rewind process. Customer's blood glucose was 234 mg/dl. The customer stated their cannula was not bent when they removed their infusion set. Customer was able to deliver a programmed bolus at the end of the call. No additional information provided.